Manufacturer narrative:
Age at event = average age of patients in study. Gender = greater number of patients in study. Date of event = date of journal publication. Journal details: title: randomized comparison of paclitaxel-eluting balloon angioplasty plus stenting versus standard balloon angioplasty plus stenting versus directional atherectomy for symptomatic femoral artery disease authors: ilka ott: salvatore cassese; philip groha; birgit steppich; martin hadamitzky; tareq ibrahim; sebastian kufner; karl dewitz; regina hiendlmayer; karl-ludwig laugwitz; heribert schunkert; adnan kastrati; massimiliano fusaro journal: circulation year: 2017.

Event description:
A randomized trial comparing paclitaxel-eluting balloon angioplasty plus stenting versus standard balloon angioplasty plus stenting versus directional atherectomy for symptomatic femoral artery disease trial was a prospective, randomized, active-controlled, open label trial at 2 centers designed to assess the effects of stenting after peb angioplasty as compared with stenting after conventional ba or da on sfa restenosis in patients with intermittent claudication. Pre-dilatation with a vessel-to-balloon diameter ratio of 1:1 was achieved with a standard balloon in both groups undergoing angioplasty. In the group of stenting after peb angioplasty, additional dilation with in.pact admiral, for 2 minutes maintaining a vessel-to-balloon diameter of 1:1 was done just before stenting. In all patients, in the stent groups, a nitinol stent exceeding the nominal vessel diameter by 1 mm (non-medtronic was used. The stent length exceeded the lesion length by 5 mm proximal and distal. A second stent was deployed when 1 stent did not cover the whole lesion or dissection extended beyond the stent margins. Treatment with peb always covered the complete lesion. Subsequent stenting covered the entire peb-treated lesion. Stenting post-dilatation was performed after peb angioplasty and ba using conventional balloons. In the da group, after passage of the wire, a spider filter was deployed in the popliteal artery for distal protection. Da was achieved using the silverhawk plaque excision system. If angiography after the procedure showed residual stenosis of more than 50% stenosis or flow limiting dissections, inflation with a conventional balloon was performed at a 1:1 vessel-to balloon ratio for 1 minute with low pressure. A nitinol stent was implanted in lesions with persistent residual stenosis more than 50% or in the presence of flow-limiting dissections. Technical success was defined as residual stenosis <(><<)>30% by final angiography. All patients were evaluated at 6 and 24 months by phone or office visit. A repeat angiography was scheduled at 6-8 months. All patients received the randomly assigned treatment. In the da group, 14 patients received bail-out stenting for flow limiting dissection; one underwent implantation of a covered stent after perforation, one suffered from perforation that was treated by prolonged balloon inflation and protamine application. One patient in the da group required stenting due to flow limiting dissection and developed thrombus after stent implantation that was treated successfully by thrombus aspiration. The number of stents implanted was comparable in patients receiving peb angioplasty followed by stent and ba followed by stent. Post-dilatation balloon sizes were comparable in both groups after stenting but were lower by trend in the da group. Similarly, binary restenosis (bs) and late lumen loss (lll) were decreased after peb angioplasty and stenting as compared with ba and stenting or da. An additional analysis was performed where the diameter stenosis was stratified whether patients presented with an occlusion or a stenosis. This showed no association of occlusion or stenosis with the diameter stenosis after 6 months in any treatment group. The improvements in ds after treatment with peb angioplasty and stenting did not correlate with clinical outcomes after 6 months, but did after 24 months. Tlr after 6 months was numerically decreased after peb angioplasty and stenting as compared with da, yet this did not reach statistical significance. Twenty-four month follow up angiography was performed in 115 (74%) of the patients mean clinical follow up was comparable in all groups (peb angioplasty followed by stenting 26 months, ba followed by stenting 26 months, and da 23 months). After 24 months, tlr was significantly decreased after peb angioplasty and stenting versus ba and stenting. Tlr was achieved in all patients by interventional procedures, and no amputation or bypass surgery were required in any group. Interestingly, the rate of target vessel thrombosis was highest in the patients treated by peb angioplasty and stenting as compared with ba followed by stenting, although this did not reach statistical significance. Stent thrombosis was observed in 3 patients after 11, 38 and 48 days. In these patients, thrombosis was successfully treated by thrombus aspiration and stenting. Mortality after 6 and 24 months was not statistically different between the groups, although the analyses are limited by extremely low numbers of events. One death occurred in a patient in the peb angioplasty and stenting group one day after the procedure due to hemorrhagic shock due to severe retroperitoneal bleeding. After 24 months, 2 patients died in the peb angioplasty and stenting group and one patient in the ba and stenting group as a result of underlying cardiac disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.